Manufacturer narrative:
The test run during the analysis did show that the handpiece had a too high current consumption. It also showed that it was running rough and noisy which was clearly audible. After disassembling the handpiece it was visible that the cage of one ball bearing from the head drive has been broken. The second ball bearing was running stiff. In addition the bearings of the intermediate drive have been running rough. This caused higher friction and therefore increase of temperature during rotation. These are also the root causes for the initially stated deviations. The push button had some grinding marks on the inner side. This shows that it has been pressed while the handpiece was running. This also causes high inner friction and therefore a quick heat up of the push button. To avoid such issues the user instruction contains already several notes, warnings and requests how to prepare the handpiece for each treatment: warning: hazards for the care provider and the patient. In the case of damage, irregular running noise, excessive vibration, untypical warming or when the cutter or grinder cannot be held. - do not use further and notify service. Caution: burning hazard from hot instrument head or hot instruments cover. If the instrument overheats, burns may arise in the oral area. - never contact soft tissue with the instrument head or instrument cover. The following guidelines must be observed to ensure save use of the electrically driven contra-angle handpieces: >the service instructions for contra-angle handpieces must be precisely following when using kavo spray or quattrocare care systems. > before each use, the contra-angle handpiece must be checked for external damage. > before each use, perform a test run with the contra-angle handpiece, and watch for atypical heating and unusual noise and vibration. > immediately stop using contra-angle handpieces that act unusual. > never press the pushbutton during operation. This also includes lifting the cheek or tongue! To ensure proper function, the medical device must be set up according to the reprocessing methods described in the kavo instructions for use, and the care products and care systems described therein must be used. Kavo recommends specifying a service interval at the dental office for a licensed shop to clean, service and check the functioning of the medical device. This service interval depends on the frequency of use and should be adjusted accordingly. Note: the here affected handpiece 25lp gets not distributed in the USA, but similar products -> 25lpa and 25 lpr.

Event description:
During a standard dental treatment the handpiece heated up and caused a burn on the intraoral mucosa. No further data related to incident or patient are supplied, hence the date of event is best estimate.